Event description:
It was reported that the customer experienced a fluctuating low blood glucose (bg) level of 40-52 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed liquid carbs and brown sugar. Reportedly, the customer lost consciousness. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.